Event description:
It was reported that pump displayed cartridge alarm 20 and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for putting original pump into storage mode and returning it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.